Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Report 2 of 2, see 1920664-2015-00224.

Event description:
The user facility report the system had a problem with vitrectomy not cutting but vacuum was working. They did not get any kind of error messages. Additional information: the cutter stopped cutting but continued to aspirate and was pulling on the vitreous. A new pack was opened and the surgery was completed successfully. Even though there was no damage done as a precaution the doctor lasered the area to prevent any impact to the patient after surgery.

Manufacturer narrative:
Evaluation completed. One opened bl5425wv pack from lot v5510 was returned. The tubing was wadded and tangled up inside the pack tray. The tip protector was not returned. The needle was bent. The port window was in the opened position. The assembly was dirty with fluid in the lines, collection cassette and some solution remaining in the returned alcon bss bottle. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle was bound up and cannot advance to the port window. Therefore, the cutter cannot cut. However, the cutter does still aspirate. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle condition cannot be determined.